Event description:
Pt icp was reported to be approx 14 in the errect position, but when supine increased to mid 20s. This led the physician to believe that the pt was siphoning. This pt has had multiple revisions.